Manufacturer narrative:
E3: vascular surgeon. H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a patient¿s aorta ruptured after the use of a cook coda balloon during an endovascular aortic repair (evar) procedure. Pre-procedure the patient's state of access, area of bifurcation (aob), and renal arteries were discussed with the physician during planning and sizing. The amount of calcification was in question as to whether the patient was outside of the patient selection criteria. The patient underwent a fenestrated endovascular aortic repair (fevar) on (B)(6) 2025. A cook sales representative was present for the procedure. Access was obtained bilaterally in the common femoral arteries. Suture mediated closure devices were placed in the access sites. The procedure began at approximately 09:30. The william cook australia, zenith fenestrated aaa endovascular graft proximal body, rpn: zfen-p-2-30-94-r was placed in the patient via the left, the right renal artery was selected but the artery dissected, and the selection was considered unsuccessful. A cook coda balloon was used for molding in the proximal part of the graft. The right renal artery was stented. The zenith fenestrated aaa endovascular graft distal bifurcated body, (rpn: zfen-d-12-28-76-c), zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-9-56-zt) and the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-56-zt) were placed. The cook coda balloon catheter was used for molding at the graft overlaps and through the limbs. The inflation volume of the balloon is unknown. While using the cook coda balloon it appeared that something "gave" or there was waste at the level of the flow divider or the proximal left limb. Initially, it was thought by the surgical team that this was therapeutic, and luminal gain was achieved as the patient¿s anatomy was very calcified. A few minutes later, the patient's blood pressure dropped. An occlusion balloon was placed above the renal arteries while the patient was stabilized and the surgical team worked to diagnose the cause. Several maneuvers were performed to isolate a leak. Initially a small blush was seen from a retrograde sheath shot. Several options of the cause of the issue were discussed by the surgical team as well as repair options. It was unknown where the extravasation was originating. A type two endoleak from the iliolumbar arteries was identified. A type 1b endoleak was also in question but later was confirmed not to be the case. After ballooning to diagnose, the patient stabilized. All implants and ancillary products were reported to be used as indicated and in a normal way to include the cook coda balloon. The surgical team gave time to validate the patient was stable. Closure of the case was reported to be at 14:30 and the patient was transferred to the intensive care unit (ICU). While in the ICU, the patient became hypotensive. At 16:30 a computed tomography (CT) scan was completed and showed an aortic rupture and bleeding into the retroperitoneum. The patient was taken back to the operating room (or) at 17:00. Confirmation was made that there was a tear in the aortic wall on the patient¿s left at the level of the area of bifurcation. An attempt was made to identify the source of the leak. The left limb was relined in an endovascular procedure. However, the relining of the limb did not have an impact on the leak. The patient coded on the table but was successfully resuscitated. The patient was then opened surgically. No graft defect was identified. It was confirmed that the aorta was torn during the initial coda ballooning and the type two endoleaks were feeding back up to this pocket and pouring out of the ruptured aorta. An attempt was made by the surgical team to repair the aortic repair surgically. The patient remained in the operating room until 23:00. It was reported by the facility that the patient died on (B)(6) 2025. The surgical team thought that the patient¿s aorta tore and ruptured during coda ballooning at the proximal limbs in the index procedure as this was the area of aortic rupture. The patient's cause of death determined by the physician was hemorrhagic shock. It is unknown if an autopsy will be performed. Additional information has been requested but has not been provided at the time of this report.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. On 11oct2025, cook was informed of an event with an 84-year-old female patient experiencing an aortic rupture during coda balloon catheter use during an endovascular aortic repair (evar) procedure. Bilateral common femoral artery access was obtained, and the proximal fenestrated graft was deployed. The right renal artery was successfully selected and stented; however, selection of the left renal artery was unsuccessful due to dissection. The bifurcated component and bilateral iliac limbs were placed, and balloon molding was performed using kissing coda balloons. During balloon molding at the limb overlaps, it appeared that something ¿gave¿ at the level of the flow divider or proximal left limb. Shortly afterward, the patient became hypotensive. An aortic occlusion balloon was placed, and several maneuvers were performed to identify the source of bleeding. The patient initially stabilized; however, several hours later she became hypotensive in the intensive care unit (ICU). A post-operative computed tomography (CT) scan demonstrated an aortic rupture with retroperitoneal bleeding. The patient was returned to the operating room where a tear in the aortic wall was identified. Attempts were made to repair the rupture endovascularly and surgically; however, the patient ultimately died. The physician reported that the cause of death was hemorrhagic shock and indicated that the patient¿s condition most likely contributed to the event. The inflation volume of the balloon is unknown. The patient¿s anatomy was calcified. The patient had the following pre-existing conditions: atherosclerotic disease, cardiovascular disease. Reviews of documentation including instructions for use (IFU), drawings, specifications, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Medical imaging was provided by the customer and reviewed by an expert imaging reviewer who stated: ¿following fevar repair using the above devices, ¿kissing coda¿ balloon molding was performed at the proximal iliac limb overlaps with rupture of the distal aorta. This is most likely due to the patient¿s prohibitive anatomy with severe circumferential calcification of the distal aorta with a diameter of 14.5 mm. The lumen diameter is only 11 mm here. This is inadequate anatomy for the bifurcated graft, and balloon molding with kissing coda balloons at this level likely caused rupture of the calcified distal aorta. If there had not been an angioplasty-related rupture, this severe distal aortic stenosis would have been extremely high risk for bilateral limb thrombosis. Incidentally, the 59-degree angulation at the infrarenal aorta is also outside the IFU for this device, though unlikely to be a contributing factor to the rupture.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook also reviewed product labeling. The IFU t_coda2_rev6 was reviewed for this complaint. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. Precautions always manipulate catheter using fluoroscopic control. Balloon preparation note: balloon and balloon lumen of the coda balloon catheter contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation 3.under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. 4.infalte balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5.if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. After reviewing the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, the device failure analysis, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook could not establish a definitive cause for the reported failure. It is likely that patient anatomy/condition contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.